Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found leaking parts that were not working, valve, bypass, 2 way [part 7-200607-01] and valve, manifold kit [part 7-77612-03]. These parts were determined to be the likely cause of the customer issue and were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, field data review, instrument service review, and labeling review. No adverse trend was identified for the customer issue, for the replaced parts, or for the analyzer. Device history review did not identify any issues that may have caused the customer issue. Review of field data for the last 12 months showed the calculated erratic results rates for the architect i2000sr analyzer were below the established upper control limit. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using the architect i1000sr analyzer. The following data was provided for the same patient. Specimen 2 (drawn/tested on (B)(6) 2017) (B)(6) (no specific value was provided) specimen 1 (tested (B)(6) 2017) initial (B)(6), repeat (B)(6). No neutralizing confirmatory test results were provided for specimen 1. No impact to patient management was reported.